Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge immediately leaked after filling the cartridge with insulin. The customer was unable to determine where the location of the leak occurred as the event occurred in the past. Reportedly, the customer was able to load a new cartridge successfully and the customer's blood glucose level was not impacted.